Event description:
It was reported the device experienced a power on reset (por) while the patient was undergoing radiation treatment for bladder cancer. The device observation was cleared and the device was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. 4470 competitor lead, (B)(6) 2008. (B)(4).